Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on description of event and returned product. The introducer with protective sheath, long dilator, and blue sheath is returned. The blue sheath is cut ~45cm. From the sheath tip. The filter is located in the sheath and the filter hook extends through the check flow valve. On the sheath tip there are clear marks of the filter anchors. No anomalies noted on the grasping hook, which nicely grasps the filter hook. The filter can be advanced without any problems. No anomalies on the filter. The introducer can be passed through the two parts of the blue sheath so that the sheath acts as a unit, and the tip of the feeder is clearly visible outside the tip of the sheath. The root cause for the reported unsuccesful filter release could not be determined based on the returned. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog #: igtcfs-65-1-jug-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the sheath would not release from the hook. The physician retracted the filter into the sheath and used another of the same celect filter to complete the procedure." Patient outcome: the patient did not require any additional procedures due to this occurrence. No adverse effects to the patient due to this occurrence were reported.